Event description:
During an ercp, stone was captured in basket, but could not be extracted from pancreatic duct. Wires on basket broke when a mechanical lithotripsy was performed. Pt required surgery to remove basket.